Event description:
On (B)(6) 2015, the pt had a "ranger standard flow model 24250" blood/fluid warming set with needleless port and extension set used during his blood administration (packed rbcs). During the process, the nurse reported that the warming set had a break in it's integrity. The nursing staff reported that as they were priming the blood through the tubing, they noticed blood to began dripping out onto the floor just below the drip chamber. The nursing staff reported that this was not a point that required any manual connection and it was not damaged in any way when they took the set out of the original package. The set was immediately replaced with another warming set and no issues with the second set used in the pt's care. No other injuries were reported.